Event description:
It was reported the pt is no longer receiving stimulation and is unable to communicate with or charge his ipg. A replacement charger was unable to resolve the issue. Surgical intervention is pending to replace his ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.